Manufacturer narrative:
(B)(4). Date sent: 5/5/2026. D4: batch # 962c60. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: could you please clarify when the issue was identified (pre-op/intra-op/post-op)? Intra-op is the current patient status known? In recovery. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No change in the patient care post-op. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify the statement you made regarding ¿is the current patient status known? In recovery¿? Is the patient's hospital stay typical for this procedure? Or was the patient's hospital stay extended? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection surgery they used a cdh29b circular stapler to perform the anastomosis. The device was fired as per standard practice; however, they did not hear the usual ¿crack¿ sound of the washer. He reports that the device did activate. After firing, he opened the device as per standard technique by performing two full 360-degree rotations. He then attempted to remove the device from the patient by performing 90-degree rotational maneuvers. The device was able to rotate on itself but could not be withdrawn from the patient. He then performed additional rotations to further open the instrument and attempted removal again, without success. The device was closed and reopened multiple times, and the same steps were repeated, but the stapler still could not be removed from the patient. As a result, the surgical team used a signia stapler to cut above the anvil. At that point, significant traction was required to remove the device from the patient. The donuts were intact and complete, and the anastomosis appeared complete. Out of caution, the anastomosis was taken down and redone entirely using a new cdh29b from the same lot, with no issues encountered. The second anastomosis was complete, and the leak test was negative. There was a 20 minute surgical delay. No patient consequences were reported.